Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no camera image on the monitor. The issue occurred during preparation for use. There was no patient involvement associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. The root cause could not be determined. The event can be prevented by following the instructions for use which state: 3.1 precautions of installation and connection. Turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result. The cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result. Never apply excessive force to connectors. This could damage the connectors. Use this video system center only under the conditions described in ¿environment¿ on page 302 and ¿specifications¿ on page 303. Otherwise, improper performance, compromised safety and/or equipment damage may result. Connect all cables to the video system center before connecting the power cord. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.